Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Component code: (B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Normal, thin and elastic. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. What instruments were used to grasp the needle? Endoscope needle holder. Where was the needle grasped during use? Unk. What was the size of the broken needle fragment? Please refer to the photos attached. Does any piece of the needle remain retained in the patient's tissue? No. What is the patient's current status? Patient is in normal recovery. Investigation summary: visual analysis of the individual image submitted for evaluation determined that an empty winding former and broken needle of the swage area could be seen and the other needle held in a tweezers of product code w8761. Image is not clear to determine failure mode or reported condition. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance.

Event description:
It was reported that a patient underwent a thoracoscopic resection of left lower lung tumor procedure on (B)(6) 2022 and suture was used in a continuous way. During the procedure, in the process of suturing the pulmonary vessel, the needle broke when entering. The surgeon said that the surrounding lymph nodes may be hard during sewing, which may lead to broken when the needle touched the lymph nodes after passing through the vessels. When the needle was broken, the needle was ejected from the needle holder, and the needle body entered into the lung tissue and could not be found. Therefore, the x-ray was used to look for it, but it was still not found. Then, the endoscopic operation was changed to open, and the thoracic cavity was opened to look for it until the needle was finally found. The needle was removed. The surgery time prolonged about 3 hours. After finding the suture needle, continue to complete the operation, and then close the incision. No additional information was provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 6/29/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: after investigation, the specific gender and age of the patient were unknown, and thoracoscopic left lower lung tumor resection was performed on (B)(6) 2022. The operator used the w8761 for pulmonary vascular suture in the way of continuous suturing (the specific name of sutured vessel was unknown). The needle breakage when inserting the needle (the broken end of the needle was close to the tail of the needle at the junction of the needle and the specific length of the broken needle was unknown). The broken needle fell into the patient's body. The operator immediately looked for the broken end of the needle. The x-ray was used but failed to find the needle. Then converted to open surgery to look for the broken needle and found it. After removal, the integrity of the needle was checked. After confirming that there was no residual foreign body in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent operation went smoothly. This event led to conversion to open surgery and prolonged the time of surgery for about 3 hours. The patient was in stable condition currently. No subsequent adverse event report was received.